Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pains"), migraine ("migraine") and asthenia ("asthenia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, arthralgia, migraine and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dysmenorrhoea, menorrhagia and migraine with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.